Manufacturer narrative:
Model number: unk-m-72400161. Lot number: unknown. Model description: belt cuff fgs 4.5 cm.

Event description:
It was reported that the patient "underwent artificial urethral sphincter (aus) implantation on (B)(6) 2019. Liquid leakage occurred from the system. The attending physician suspected that the treatment was the cause because the event occurred after an injection near the system for another therapeutic purpose. System explant operation will be performed on (B)(6) (tuesday). Presence of the manufacturer (morita) was considered." Additional information received states "about 3 weeks after the original implant procedure, infection with pus at the abdomen was noted. In order to remove the pus, needle was punctured into the belly. At that time, he felt he had punctured the ams800 system. Several days after, CT image was taken and balloon shrinkage and leakage from the system were confirmed. On (B)(6) 2019, open surgery was performed and then balloon pinhole was noted. Other part of the system (cuff, pump, tube) had no issue at all, so only balloon was replaced. It was also reported that infection has already been cured about 1 month before the surgery of (B)(6) 2019. Sr advised the doctor to replace the whole device from the point of risk of contamination of air and/or body fluid into the system. However, the doctor said that infection had been cured 1 month ago, and there was no system issue other than balloon damage. Actually there was no air contamination into pump. After the balloon was replaced to a new one, functional check was done and system worked with no issue."